Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized and eventually shifted to intensive care unit (ICU) on (B)(6) 2025 due to bent cannula leading to hyperglycemia. The blood glucose level was 500 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information was available.